Event description:
I went to my van on my first day back from disability leave. As I was driving the tzora titan scooter up the ramp, the left rear tire blew and the scooter veered off the ramp. Safety issue with mobility scooter. Blown tire caused scooter to fall off van ramp. On (B)(6) 2011, fortunately the scooter did not turn over. The left rear tire was a brand new thorn-proof tire. I had replaced all of the tires on the tzora titan during the 18 months since purchase. The left rear would always fail after a few hours use, I had notified the vendor at (B)(6) and the manager had initially denied that he had received any other complaints about the scooter. After both he and I search in vain for hard rubber wheels or foam inserts, he finally admitted he had received numerous complaints. I took the scooter to a friend who is a mechanic, he sewed the rear end. The scooter has a design flaw, which allows the transaxle to over drive the hubs, causing the tires to spin on the hub and fracturing the tube valve stems on both the left and right rear tires. Even gluing is the tires to the rims does not correct the problem; and the issue is that MFR and vendors continue to sell the tzora titan with this potentially deadly design flaw. In fact, when I notified a sales person for the vendor, she was outraged, I was "endangering" her job, by reporting an unsafe product.